Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) and shocks for conducted atrial tachycardia. It was noted that the therapy was exhausted in zone rhythm. There was no out of range measurements observed. Additional information was obtained indicating that the therapy delivered was indicated for supra ventricular tachycardia and device was reprogrammed thereafter. The crt-d remains in service. No additional adverse patient effects reported.